Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) esc and act buttons dome switch. No unlocked j2/lcd keypad connector noted. Device had cracked lcd window, cracked battery tube threads, cracked case at display window corner. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the buttons were hard to pres and sticking. Customer also mentioned scratches on the insulin pump left corner. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is not expected to return for analysis